Manufacturer narrative:
A medela clinician gave the nurse instructions on wound preparation and dressing set up to avoid possible allergic reaction to acrylic in film. The clinician gave the nurse instructions to call back with an update if the allergic reaction did not resolve. On 9/13/2021, a medela clinician followed up with the director of wound care at the hospital to get additional information on the patient. The director stated that the patient received claritin and solumedrol and it helped treat the reaction. The patient was not placed back on the device. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On 08/30/2021, the nurse at (B)(6) hospital contacted medela llc and alleged that the patient had a possible allergic reaction from the film at four wound sites while using the liberty negative pressure wound therapy pump.